Manufacturer narrative:
Other relevant device(s) are: product ID: 3389-40, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the hcp intended to place the lead a little deeper than the target site, but the lead was stuck and could not be inserted further. The reason for that was unknown. The physician felt the lead was difficult to advance in the cannula. Thy physician attempted to place the lead 2mm further than expected, but the lead was bent and not advanced; it was noted there was no observed issue with the lead before implant. The physician felt that it was caught on something even though the stylet was pulled out at the time of fixation. When the stylet was pulled out strongly, it came off like flipping and with the sound of a pop. Because no other abnormalities were observed, the lead was left implanted and the procedure was completed. No abnormality in the patient was observed and there was no problem in particular with the progress. It was possible the lead had an abnormality, however this was not confirmed since the lead was left implanted. There was no problem with impedance, etc. No patient symptoms or further complications were reported as a result of this event.